Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils, and a non-penumbra microcatheter. During the procedure, the physician placed ruby coils in the target vessel using the microcatheter. Next, after advancing a pod coil more than halfway through the microcatheter, the physician experienced resistance. The physician then pushed the pod coil further; however, he encountered more resistance and therefore, the pod coil was pulled back. While attempting to retract, the pod coil unintentionally detached within the microcatheter. The physician then pushed the detached pod coil into the target location using the pusher assembly. The procedure was completed using more ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.